Manufacturer narrative:
Additional information was received on 9/30/2020. The patient is female. The event was discovered during use of biosense webster products during ablation phase. The physician¿s opinion is that the cause of the adverse event is procedure. The patient¿s condition is fully recovered. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30360853m number, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation of the right ventricular outflow tract (rvot) the patient¿s blood pressure dropped, and pericardial effusion was confirmed by body surface echocardiography. Pericardiocentesis was performed to drain an unspecific amount of fluid from the pericardial space. Patient¿s blood pressure restored after pericardial drainage. Ablation was continued without further issues. It is unknown if extended hospitalization was required as a result of the adverse event. The physician commented that the contact force was probably high and that might have caused the issue. Physician also commented that the movement of the heart due to the pvc was large and the catheter contact may have come out due to the large movement. If the contact force is displayed high, this issue would be highly detectable. The potential that it could cause or contribute to a death or serious injury is remote. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.